Event description:
A celect filter was originally placed in a female pt in late 2008 for pulmonary embolism prevention. In 2009, pt came back in for an unrelated cavagram, and doctors noticed that one of the struts had moved into a secondary renal vein. The strut appeared under fluoroscopy to be at almost a right angle. In the following month, the pt came in for another cavagram at which time the physician determined that the filter needed to be retrieved and repositioned. Not until the filter had been retrieved and repositioned did another radiologist noticed that the strut that was previously at a 90 degree angle from the filter was now fractured and could be found in the right renal. Pt outcome is unk at this time.

Manufacturer narrative:
Event evaluation: still under investigation.